Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a silicone thoracic catheter. The customer states that while inserting the silicone chest tube into the pt, the tube fractured along the side eye holes and broke into two pieces. The customer reports first x-rays identified a kink in the tube and second x-rays identified the fracture. The customer reports surgery was required to remove the fractured piece. On (B)(6) 2011, add'l info was provided to covidien stating that the pt was doing well and was stable.